Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and found that the umbilical had a broken pin preventing proper network communication. The umbilical was replaced and it was verified that the system functions properly. The umbilical cable has been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to take a 3d confirmation spin. It was reported that the system displayed an error stating 'issue has occurred that may affect navigation accuracy'. Also a frame rate error was displayed. The use of medtronic imaging was discontinued because of this issue. The procedure was completed successfully after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
The suspect umbilical (interface) cable was returned to the manufacturer for analysis and testing confirmed the reported event. The cable failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Passed visual inspection. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
(B)(6).